Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had audio anomaly. The customer's blood glucose level was 7.8 mmol/l. The customer reported that no alarms were available. The customer was assisted in troubleshooting. The insulin pump was set to beep. The customer stated that they were not having any trouble hearing the beeps. The customer was assisted in performing self test and it was reported that the insulin pump did not beep during the tone test. The customer was advised to refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. No audio/vibrate anomaly noted during testing. (B)(4).